Event description:
Prior to a precedure, product was connected to handpiece, initial test done, error code 5 instrument experienced. Reconnected and retested, error code came up again. Instrument replaced. No consequences to the pt.